Event description:
It was reported that the patient died. The patient presented with atherosclerosis and an angioplasty procedure was performed. The target lesion was located in the proximal left anterior descending artery. A 4.00 x 24mm synergy megatron drug-eluting stent was advanced but failed to fully expand and the deployment was suboptimal. The procedure was completed using an alternate method. However, the patient died.

Manufacturer narrative:
B2: date of death: used the first day of the aware date month as the date of death as it was unknown. B3: date of event: used the first day of the aware date month as the event date as it was unknown. D6a: implant date: used the first day of the aware date month as the implant date as it was unknown.

Manufacturer narrative:
B2: date of death: used the first day of the aware date month as the date of death as it was unknown. B3: date of event: used the first day of the aware date month as the event date as it was unknown. D6a: implant date: used the first day of the aware date month as the implant date as it was unknown.

Event description:
It was reported that the patient died. The patient presented with atherosclerosis and an angioplasty procedure was performed. The target lesion was located in the proximal left anterior descending artery. A 4.00 x 24mm synergy megatron drug-eluting stent was advanced but failed to fully expand and the deployment was suboptimal. The procedure was completed using an alternate method. However, the patient died. It was further reported that the 4.00 x 24mm synergy megatron drug-eluting stent was not thought to have contributed to the patient death.